Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('was in pain for a year and a half / pain') in an adult female patient who had essure (batch no. 740665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and endometriosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia") and was found to have uterine leiomyoma ("fibroids/ cysts"). The patient was treated with surgery (biletral salpingectomy and hystrectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: discrepancy noted in collection date ((B)(6) 2013). 5 coils noted visible on the left side and 2 coils visible on the right side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 740665 manufacture date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('was in pain for a year and a half') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (coil and fallopian tube removed on 26-march). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('was in pain for a year and a half') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (coil and fallopian tube removed on ((B)(6)). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('was in pain for a year and a half') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia") and was found to have uterine leiomyoma ("fibroids/ cysts"). The patient was treated with surgery (biletral salpingectomy and hystrectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: ppf received: newly added events- menorrhagia, fibroids, consumer dob was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('was in pain for a year and a half / pain') in an adult female patient who had essure (batch no. 740665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and endometriosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia") and was found to have uterine leiomyoma ("fibroids/ cysts"). The patient was treated with surgery (biletral salpingectomy and hystrectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: discrepancy noted in collection date ((B)(6) 2013). 5 coils noted visible on the left side and 2 coils visible on the right side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient medical history, product indication, lot number, expiration date, rcc added. Date of removal updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.